Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that prior to implant they were up 7-8 times per night, and when they first had stimulator inserted the setting was at 1.5 and the first night for the first time in maybe a couple of years the patient slept for 3.5 hours and got up once. They stated they got up, went to bed and slept the rest of the night. The same thing happened the next night, they slept for 3.5 hours then was getting up every hour or so. And the third the night same thing since then. The effectiveness of the stimulator has decreased until their symptoms are back where they were prior to insertion. Patient inquired about why it worked initially and then still worked somewhat for 2 days, and then the effectiveness for their symptoms decreased from that point on. During call, tried to review information with patient however they requested to speak with technical support. It was reviewed it may be best to ask the local manufacturer representative (rep) to call them. General education and information was reviewed with patient. Patient was redirected to their healthcare professional (hcp). Patient stated they spoke with the rep today when they went in for a checkup in the office. Patient said during the appointment today they did increase to 2.5 but that did not help at all, when they spoke to rep, they asked patient to pump it more to 2.6 then said now try 2.7, but at 2.7 patient began to feel uncomfortable so they decreased back to 2.6. The patient has another appointment in one month. Additional information was received from the patient. The patient stated that the most likely cause of the device being effective for just one night was that the device was defective or it was placed wrong. No further actions will be taken.